Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information later received reported the patient experienced less than 50% of therapy relief, loss of pain control. The pump was interrogated and logs read with motor stall noted. One motor stall without recovery noted on (B)(6) 2014 stopped pump period may exceed tube set. No cause was determined. Actions required regarding event were reprogramming, explant and replacement.. Replacement pump with pain therapy initiated. The patient was being monitored by surgeon and managing physician. The patient status at the time of the report was noted as alive, no injury and per the reporter the patient was fine at this point.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing.

Manufacturer narrative:
(B)(4)

Event description:
A confirmed motor stall with no motor stall recovery recorded was reported. Per the hcp the patient attempted to use their ptm on (B)(6) 2014 and got a motor stall error code. The hcp denied emi or magnetic interaction with the pump, ie MRI. Per the hcp, a pump replacement was planned and would return the pump back to the manufacturer. The pump was used to deliver hydromorphone, clonidine and bupivacaine. No patient symptoms reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.